Manufacturer narrative:
Batch review performed on 04-oct-2024: lot 2401465: (B)(4) items manufactured and released on 31-jan-2024. Expiration date: 2029-01-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved. Batch review performed on 04-oct-2024. Liner: mpact 01.32.4052hct flat pe hc liner ø40/g (k103721) lot 2339904: (B)(4) items manufactured and released on 06-dec-2023. Expiration date: 2028-11-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 3 weeks after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.